Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was loose and stick out side of the insulin pump. The customer blood glucose level was normal and did not require medical treatment. The device will not be return for analysis.